Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen would intermittently begin flashing on and off and the customer was unable to interact with the pump. Reportedly, the customer was unable to unlock the touch screen for 24 hours before the pump "shut off completely." The pump would not turn back on. Customer's blood glucose was 180 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.